Event description:
Procedure: low anterior resection. According to the reporter: during the case, the surgeon fired a tri-staple to correct the staple leak due to staple formation on pin side. The patient was re-admitted to the hospital two weeks post operative for a leak. A re-operation was performed to address the leak and a temporary diverting colostomy was performed.

Manufacturer narrative:
(B)(4).